Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged. No changes or interventions were reported. The patient condition is not known.

Manufacturer narrative:
Further information was requested but not received.